Event description:
Country of complaint: (B)(6). Complaint: the thread is detaching to easily from the needle.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: samples received: 12 unopened pouches. There are no previous complaints of this code batch. OEM manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Received 12 closed samples. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment of the samples received and the results fulfill the requirement of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the samples received fulfill the specifications of the OEM, OEM takes note of this incidence in order to assess if new or additional actions are needed. Actions on product: not applicable. Corrective/preventative actions: not applicable.